Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced for dilation. However, during inflation within the nominal pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a pinhole at the markerband. The tip is damaged. There are numerous hypotube kinks. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation within the nominal pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.